Event description:
It was reported that patient missed medication and experienced sinus tachycardia. Anti-tachycardia pacing therapy was delivered by the device. High voltage therapy was not delivered due to possible output circuit damage. High voltage lead impedance out of range was noted and lead damage was suspected. Both device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.